Event description:
It was reported that the patient felt intermittent pacing at the same time every night. The chronic lead trend was turned off and since then there have been no reports of intermittent pacing from the patient. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.